Event description:
The implantable neurostimulator was working great then 'just stopped'. It was believed to be due to normal depletion because the patient used the device at high levels continuously. The device was replaced. The patient had great stimulation with the replacement device. A follow-up report will be submitted if additional information becomes available.